Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion was noted at 12.0-15.5cm from the distal tip. Internal insulation abrasion was noted at 32.7-34.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.